Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula tear could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 4 and 24 hours on the back. A new pod was successfully applied. The device was originally reported for insulin leaking from the pod.